Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. Patient codes: 1333 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience prime long length (ll) instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the proximal circumflex. Pre-dilatation was performed with a 2.0 x 8 mm and a 2.5 x 12 mm balloon catheter. The xience prime 2.5 x 33 mm stent was deployed and an edge dissection was noted and another xience prime was deployed to cover the dissection. There was no patient sequela. No additional information was provided.